Event description:
It was reported, the customer had a motor error alarm and a no delivery alarm during a bolus delivery. Customer stated, they did not drop or bump their insulin pump. The customer's blood glucose was 450 mg/dl. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.